Event description:
It was reported " failed iab membrane". Additional information states the iab was not replaced. The patient's current condition is unknown. No additional information surrounding this issue are available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc). Upon return, the one-way valve was tethered to the short driveline tubing. The supplied 40cc driveline tubing was noted connected to the short driveline tubing. The iabc bladder was fully unwrapped. The long arterial pressure tubing was noted connected to the iabc luer. The iabc central lumen was noted broken at approximately 9.5cm and 33.5cm from the iabc luer. Bends to the iabc central lumen were noted at approximately 26.6cm, 54cm and 73.6cm from the iabc luer. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The fos cable was visually inspected; no damage or abnormalities were noted. No visual fos fiber breaks were noted. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The cal key code is "lcs". The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0062in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation, indicating a crossover leak between the iabc helium pathway and iabc central lumen. The iabc was leak tested and a leak was immediately detected from the iabc luer end. The leak from the iabc luer end is consistent with the previously confirmed damaged central lumen. The iabc was leak tested again with the iabc luer end blocked off; a leak was immediately detected from the iabc outer lumen at the location of the previously noted damaged central lumen. The leak from the iabc outer lumen is consistent with contact from the broken end of the central lumen. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 43.5cm from the iabc distal tip, which is the location of the broken central lumen. Some blood and debris was noted on the guidewire. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 9.4cm from the iabc luer, which is the location of the broken central lumen. No blood or debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab blood in helium pathway is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken, which can result in blood entering the helium pathway. Additionally, a leak to the outer lumen, consistent with contact from the damaged central lumen was noted. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " failed iab membrane". Additional information states the iab was not replaced. The patient's current condition is unknown. No additional information surrounding this issue are available.